Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively, which was diagnosed during an office visit. As a result, the patient is to undergo explantation on (B)(6) 2023.

Manufacturer narrative:
On january 30, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 475cc breast implant was found to have a tear on the posterior view, measuring approximately 0.2 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2023, mentor received additional information regarding the patient's diagnosis and date of event. It was reported that the patient's capsular contracture's baker grade was baker grade 4. The customer experienced asymmetry and pain. The date of event was updated to february 23, 2022. On january 24, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 24, 2022, mentor updated the impacted device information to a 475cc mentor memorygel breast implant. The lot number was updated to (B)(6). The serial number was updated to (B)(6). The unique identifier has been updated to (B)(4). The catalog number was updated to 3504751bc. The device manufacturing and expiration dates have also been updated. A manufacturing record evaluation (mre) was performed on lot 9428509, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).